Event description:
It was reported that a honeycomb imprint and discoloration has been observed is some patients after having used the opsite dressing. It is unknown how many patients are involved in this event.